Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 would not open. No sound was heard when attempts were made to open or recover the drawer. The field service engineer (fse) replaced the solenoid and the retractor band. The drawer was then recovered and tested, and it functioned properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 2.1 did not open, and no noise was heard during the open or recovery attempt the customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.